Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event - estimated (B)(4).

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2019 to treat tricuspid regurgitation (tr). One clip was implanted, reducing tr from 4 to 2-3. On an unspecified date, echocardiogram was performed revealing the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tr increased to 4. Tricuspid valve replacement might be performed, however there is no scheduled date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported recurrent tricuspid regurgitation (tr) appears to be a cascading effect of the single leaflet device attachment (slda). The reported slda appears to be related to challenging patient anatomy. The reported off-label use was associated with the use of the mitraclip device on tricuspid valve repair. It should be noted that the mitraclip instructions for use (el2123231, revision a) states under the intended use section that ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device. Furthermore, it was determined that using the mitraclip on the tricuspid valve did not cause any effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.